Event description:
It was reported that during deployment of a vascular stent in the external iliac artery, the vascular stent became elongated. No other vascular stent was deployed to cover the elongation. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. No additional complaint has been previously reported for this lot number. No indication was found for process or manufacturing related issues. Upon evaluation of the returned device no issues were identified which would indicate that successful stent release was not possible. The resolution of the image provided was poor and a length measurement was not possible. . Therefore, the alleged stent elongation could not be reproduced and the complaint will be closed with inconclusive result. Potential factors that could have led to the elongation of the stent have been evaluated. A not performed balloon pre-dilation may have been contributing factors to the event reported. Based on the information available a definite root cause for the reported event could not be determined. The instructions for use (IFU) states, "initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position...continue turning the thumbwheel until the distal end of the stent obtains complete wall apposition...while maintaining a fixed handle position final deployment can be continued with following methods...thumbwheel...fast track deployment lever...rapid deployment ring". Furthermore, the IFU demands for a balloon pre dilation using standard techniques."